Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent system was used during a procedure on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment for a stricture due to esophageal cancer. The stricture was located in the middle to lower portion of the esophagus and was 2-3 mm in length. The stricture was dilated prior to the stent placement. During the procedure, the stent was inserted into the stomach below the stricture and the physician began deployment of the stent. When the stent was partially deployed, the physician attempted to reposition the stent proximal, but was unable to move the stent system. Due to this, the stent was implanted distal to the target lesion. A second ultraflex esophageal stent was implanted overlapping with the first stent to span the stricture. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent system was used during a procedure on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment for a stricture due to esophageal cancer. The stricture was located in the middle to lower portion of the esophagus and was 2-3mm in length. The stricture was dilated prior to the stent placement. During the procedure, the stent was inserted into the stomach below the stricture and the physician began deployment of the stent. When the stent was partially deployed, the physician attempted to reposition the stent proximal but was unable to move the stent system. Due to this, the stent was implanted distal to the target lesion. A second ultraflex esophageal stent was implanted overlapping with the first stent to span the stricture. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that the stent had been deployed from the device and had not been returned. It was noted that the shaft of the device was kinked at 305mm proximal to the distal tip. No other issues were noted with the device. A review of the device history record (DHR) confirmed that the device met all material, assembly and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. A review and analysis of all available information failed to indicate a root cause or probable root cause. Therefore, the most probable root cause is undeterminable.

Manufacturer narrative:
(B)(4) for the reported event of stent positioning issue. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.